Event description:
The patient reported she is experiencing heating at her scs ipg site while stimulation is on. The patient further reported the heating stops when stimulation is off. The patient will consult with a sjm representative as the next course of action. The patient is to meet with the smj as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.